Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. Supplemental sent to correct information previously omitted. The lay user/patients test strips have been returned and evaluated by lifescan product analysis; this information should have been included in follow-up # 1 (fu#1). The test strips involved with this complaint failed testing. The complaint was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The alert date in fu#1 should read 2/23/2016 and the date device returned to mfg 2/18/2016.